Manufacturer narrative:
An investigation has been initiated based on the report information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A patient stated that he had a certas valve (unknown ID) implanted last year for treatment of idiopathic intracranial hypertension (iih). He has recently moved to a different state, and is experiencing a serious complication. His neurosurgeon is unable to make the necessary pressure changes because he lacks the necessary device. The doctor believes that he was overshunting based on his scans and symptoms. He stated that he was experiencing seizures, had to lie flat, and was experiencing pain due to oversunting symptoms.

Event description:
N/a.

Manufacturer narrative:
The certas plus valve was not returned for evaluation. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.